Manufacturer narrative:
The returned device vascuclear was inspected and the tips found to be damaged and non-functional. The plastic tip that cover the blade of the device was broken off. The investigation confirmed the reported condition. The subassembly of the claimed item is manufactured by a livanova¿s supplier. This failure is determined to likely have been originated from the supplier's manufacturing process. The supplier has been made aware of the reported event. Frequency of this type of event is low (remote). No other corrective action will be undertaken. A review of the DHR did not identify any deviation or non-conformity relevant with the case. Livanova will keep monitoring the market.

Manufacturer narrative:
No patient information has been provided. The complained device has been requested but not yet received. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova has been informed that, at the end of a procedure, while trying to remove endoscopic vein harvesting system endoscopic vein harvesting system vc17 from the patients leg incision, the tip broke off in the patient. The piece was removed and nothing left in patient. The procedure was completed as planned. There is not report of any patient injury.